Event description:
It was reported that while attempting to remove the monopolar curved scissors instrument during a radical cystectomy procedure, staff noticed a hole burned through the side of the monopolar curved scissor instrument tip cover accessory. The tip cover accessory was removed and replaced to successfully complete the procedure without delay. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. Once the accessory has been received and failure analysis has been completed, a follow-up MDR will be submitted.